Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a sleeve procedure using gst60g: first firing of staple reload caused three staples to malform along inside remnant staple line. Staple legs were sticking straight up and had to be manually removed. Staple line integrity was acceptable and surgeon over sewed. Another like device and reloads were used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
Additional information: batch # p56t1u. The analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing.